Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the optic deformed and the haptic bent. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault with rotation. The lens exchanged for a same length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Manufacture narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).